Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device failed the homechoice (hc) rite functional test due to encountering a system error (se) 2201 alarm. The hc rite electrical test passed. The reported issue of system error 2201 (1.0 psi or more loss in post in 5 seconds) was confirmed in the logs and duplicated during the evaluation. The assignable cause of the se se 2201 was a warped molded piston / pinched gasket. Se 2265 (resume therapy error) was confirmed in the logs and duplicated during the evaluation. The assignable cause of the se 2265 is normal device operation after power is cycled after a se 2201. The reported difficulty of patient heart attack was unable to be confirmed during the pal evaluation. Issues such as this are patient symptom in nature and would not be recorded in the logs or reproducible in the pal. The root cause of the patient's heart attack was undetermined. The device passed all testing pertaining to temperature and volumetric accuracy. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).evaluation results will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up call to a home patient (hp) regarding starting over with new supplies due to a system error 2201, the hp reported that she changed out the supplies and the home choice (hc) alarmed again. The patient stated she completed therapy using manual supplies; however, she was stressed out about the alarms which resulted in a heart attack. Reportedly, the patient was hospitalized for three days. The patient indicated that she had the homechoice device swapped and the new device was working perfectly. During a follow up call to the facility nurse on (B)(6) 2010 , the nurse stated that the hp was diagnosed with takotsubo cardiomyopathy. The nurse related that the husband had told them that the alarms the patient had on her homechoice had kept her awake at night and she had little sleep. The nurse stated that the patient and her husband feel that the device caused the patient to have a heart attack.